Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of clearlink system continu-flo solution sets leaked, would not flow and appeared to have air in the line. The leak appeared from the junctions. The air-in-line alarms were upon infusion initiation via an unspecified spectrum pump. Lastly, there was incomplete administration of an unspecified drug via a spectrum pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3 and h6. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the slide clamp was observed to be correctly assembled and no separations on the tubing were seen. The tubing was observed to be slightly kinked; which could potentially cause a no flow to occur. However, to the nature of the provided sample; no additional testing could be performed. Therefore, the reported conditions could not be verified. Should additional relevant information become available, a supplemental report will be submitted.